Manufacturer narrative:
This report is submitted on may 8, 2019.

Event description:
Per the surgeon, the patient experienced device extrusion and subsequently the device was explanted on (B)(6) 2019. The patient was not reimplanted with a new device during the same surgery.